Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a ¿split¿ on the patient line connector. This occurred during dwell one of five of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp in ending the therapy session and advised the hp to start over with new supplies. Rts advised the hp to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.